Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the downstream occlusion (dso) seal had been compromised. Whenever the dso test was performed, the device threw an error indicating there was air in the line, preventing it from running¿ was confirmed through visual and functional testing. The probable cause was the dso seal from normal wear, and the air detector was damaged. Replaced dso seal and air detector. Calibrated the dso. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal on this device had been compromised. Whenever the dso test was performed, the device threw an error indicating there was air in the line, preventing it from running. The event occurred during testing, and there was no patient involvement.